Manufacturer narrative:
The instrument was received and evaluated. Engineering found the black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .095 x .060 piece missing roughly .600 above the snake wrist. No other damage was found. Intuitive surgical has made several attempts to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si surgical thoracic grasper instrument was noted to have damaged insulation.